Event description:
Watchman device implanted. Later the same day, it was explanted in open heart procedure and found to have migrated to the left ventricle, damaging mitral valve. Patient had a watchman procedure. A part of this procedure is to use transesophageal echocardiogram (tee). At the end of the case, blood was noted on the tee probe. The tee records indicate that an esophageal dissection may have occurred and were going to conservatively treat antibiotics and npo status. Patient transferred to close observation unit (cou). Once awake from the procedure, patient c/o severe throat pain, cp, and difficulty swallowing. The patient later arrested and CPR was called. Echo revealed that the watchman device had migrated to the left ventricle. Cv surgery called for emergent oh. Oh, per dr., revealed a fractured sternum (likely from CPR) and tear in the mitral valve which was replaced as well as the watchman retrieved. Patient to ICU. About one week later, CT of head shows multiple infarcts, not showing any improvement. The next day, patient spontaneously moves legs. Does not move arms or follow commands. 5 days later, tracheostomy placed. Referral for ltach.